Event description:
A registered nurse was removing individual packages of sterile disposable curettes from the box. While removing the products, she cut her right index finger on a curette, requiring 4 stitches.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.